Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking from port 2. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: update "setup" to "fluid delivery at the pharmacy". H4: device manufactured between june 09, 2021 to june 11, 2021. H10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.